Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions state to enlarge the cutaneous puncture site with a scalpel prior to dilator insertion. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4). This event is associated to MDR report # 1036844-2015-00462. The product issue was discovered after another kit was opened and found to be deformed. The previously used device was retrospectively examined and found to be deformed as well.

Event description:
It was reported that a kit was opened for the second attempt of a catheter insertion. It was noted that the tip of the dilator appeared frayed and irregular. They retrieved the dilator from the first kit used on the right side and observed that it was also frayed. A third kit was obtained and the dilator was smooth and normal in appearance. That kit was used to place a lf ij central line. The patient was under general anesthesia during these attempts. There was a delay in treatment. No death occurred to the patient. The first insertion attempt failed as a result of the guide wire kinking which caused a hematoma.